Event description:
About two months post implant it was reported that the interrogation shows egms (electrograms) and twelve-lead strips consistent with an atrial lead dislodged into the ventricle. The atrial pacing results in ventricular capture with vsp (ventricular safety pacing) occurring with atrial paced cycles. However, it was noted that prior, when the atrial lead dislodgement was first suspected, an x-ray was taken and reviewed with a physician who¿s opinion was that the atrial lead was in the original atrial appendage implant location. Follow-up was attempted with the clinic for additional information but was unable to obtain requested information after multiple follow-up attempts. The atrial lead remains in use. No patient complications have been reported as a result of this event.